Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. The patient's ra lead was a non-boston scientific product. In addition, high out-of-range (oor) pacing impedance spikes, measuring greater than 3000 ohms were observed. Boston scientific technical services (ts) discussed troubleshooting and reprogramming options. This ICD remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.